Manufacturer narrative:
Concomitant medical product: 4074 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), mode switch algorithm was unsuccessful and did not recognize atrial flutter. The device mode was re-programmed and the device remains in use. No patient complications have been reported as a result of this event.